Event description:
It was reported that during an arthroscopy, the t2 of the fast-fix 360 could not be deployed. The t1 implant was removed from the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.